Manufacturer narrative:
On 15-jul-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: field d4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and the patient experienced vascular injury from a device entrapment that required surgical intervention. The carto vizigo¿ 8.5f bi-directional guiding sheath - medium got stuck in the patient and could not be withdrawn. A vascular surgeon had to be called to remove it. After inspection of the device, it was discovered that the sheath was twisted between proximal electrodes but it is not clear if the coating material was too sticky and prevented the withdrawal. The surgery was delayed for 65 minutes. A surgeon was involved. The surgeon "prepared the groin". Additional information was later received indicating the device was stuck as if it had been clamped with re-hooks. It could be pulled back a little and then got stuck so it was impossible to say where the resistance happened. There was no alteration on shaft surface. The tip was not buckled/wrinkled. There was a little damage close to the electrode 3-4 but we are not sure whether it happened "durn" explanation or before during the case. The catheter moved normally inside the sheath. There was no resistance from damage to the dilator/catheter. The physician needed a lot of force to get to the place for ablation. The catheter was slipping out of the sheath. Surgeon operated on the groin to remove the vizigo. He needed to open the vessel close to the groin to extract the sheath. Patient has improved, however required extended hospitalization because of the surgery at the groin. Physician has no idea how the issue was triggered. Maybe it is a combination of patient condition and the surface coating of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium.

Manufacturer narrative:
It was reported that a patient underwent an atrial flutter ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and the patient experienced vascular injury from a device entrapment that required surgical intervention. The carto vizigo¿ 8.5f bi-directional guiding sheath - medium got stuck in the patient and could not be withdrawn. A vascular surgeon had to be called to remove it. After inspection of the device, it was discovered that the sheath was twisted between proximal electrodes but it is not clear if the coating material was too sticky and prevented the withdrawal. Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection evaluation and outer diameter test of the returned device was performed following bwi procedures. Visual analysis revealed that the tip was bumped and a bent mark in the shaft close to the proximal electrodes. Additionally, no sticky condition was felt. A dimensional test was performed, and the outer diameters of the device were found within specifications. A device history record was performed for the finished device batch number, and no internal actions were identified. The bumped condition and bent mark observed could be related to the tip bent and resistance issues reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the damage observed in the tip and shaft could be related to the manipulation of the device and to a potential skin incision size relative to sheath during the procedure; however, this cannot be conclusively determined. The root cause of the adverse event remains unknown and it could not be confirmed. The catheter instruction for use (IFU) states: use fluoroscopy and/or intracardiac ultrasound to monitor the advancement of the catheter and removal of the catheter from the sheath. Move the catheter carefully to avoid cardiac damage, perforation, or tamponade. If resistance is encountered, do not use excessive force to advance or withdraw the catheter through the sheath. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: mechanical problem identified (c07) and material and/or chemical problem identified (c06) / investigation conclusions: cause not established (d15) / component code: rod/shaft (g04112) and tip (g04129) were selected as related to the customer¿s reported device entrapment and twisted/bent condition. Investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer's reported adverse event. Correction: a correction to the 3500a initial MDR for the g1. Manufacturing site name is required. It was initially processed under biosense webster inc (irvine) and should have been processed as freudenberg medical llc. Note: the full UDI has now been provided under field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).